Event description:
It was reported by the customer that the pyxis medstation system auxiliary drawer 7.1 was not detected on the bus, which hindered users from accessing the medication. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height drawer 7.1 was not detected on bus due the faulty retractor band and drawer controller board. A field service engineer replaced the retractor band and drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.